Event description:
Event description guidant received information that during a device replacement procedure, this right ventricular lead was abandoned surgically due to a coil fracture near the clavicle. Loss of capture and high impedance measurements were also noted from this lead. No adverse patient event was encountered.